Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer states his pump is not suspended and he awoke with the low. The customer declined troubleshooting on all the issues, customer found that he didn¿t have the suspend low, so he corrected and the pump is functioning as it should. The insulin pump will not be returned.